Manufacturer narrative:
Concomitant medical products: 694765 lead tdg061262v, implanted: (B)(6)2003; 5076-53 lead laq031866v, implanted: (B)(6) 2003; 5866-38m adaptor l be020160r, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) eroded through the skin. The crtd system was explanted and not replaced per patient request. No further patient complications have been reported as a result of this event.